Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, on transecting the appendix, the stapler was able to fire, there was poor staple formation, the staple line fell apart and incomplete. There was enough of a stump on the appendix to fire another staple load successfully across with the same handle with no issues to complete the case. There was no patient injury.